Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0001038806-2022-00762 and 0001038806-2022-00763. Zimmer biomet complaint number (B)(4). A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
Customer reported that eight (8) external hex biomet implants were placed at (B)(6) about 5 years ago. Three of the implants were removed due to bone loss. The patient is coming back in the coming weeks to remove the remaining five (5). The 3 implants were discarded and will not be returned. Additional information regarding this event has been requested, however so far we have not had any success in getting any information from the dental school regarding this patient, the lot/item numbers and an exact surgery date.